Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way.

Event description:
It was reported that approximately two months post port implantation during administration of chemo, the port was allegedly unable to infuse. It was further reported that under x-ray a tear was identified on the catheter. The port was removed and another was placed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. Investigation summary: one ti port with 8 fr groshong catheter were returned for evaluation. Visual and microscopic evaluation identified two partial circumferential split and one complete circumferential split. Both partial circumferential split were noted on the port stem and are characterized by smooth edges without rounding. The complete circumferential split was characterized by jagged edges. Therefore, the investigation is confirmed for a break without embolism. The partial circumferential split was likely due to cath-lock removal, however, the definitive root cause for the reported and identified issues could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately two months post port implantation during administration of chemo, the port was allegedly unable to infuse. It was further reported that under x-ray a tear was identified on the catheter. The port was removed and another was placed. There was no reported patient injury.